Event description:
It was reported by the nurse that the product is not available to paste well near PICC (venous indwelling needle) wound skin, about 3cm place of the normal skin. There was no reported harm to the pt.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info was requested. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Note: this issue occurred on (B)(4) separate pt at the same facility. A separate 3500a form has been completed for the other (B)(4) cases.